Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.5 mmol/l (315 mg/dl) while wearing the pod between 1 and 4 hours on the back. The pod was removed, the cannula was noted to be bent and the insertion site was bleeding. A new pod was applied to treat the hyperglycemia. The patient's blood glucose history is as follows: time: 6:05, bg (mmol/l): 6.7, (mg/dl): 120.6; 9:06, 17.4, 313.2; 10:01, 16.7, 300.6; 10:13, 17.5, 315.